Event description:
The lead was explanted on (B)(6) 2011. The lead had fallen out and was back in ra. Lead was removed and replaced. The procedure took place at dixie regional medical center. The physician was dr (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).